Event description:
It was reported the patient showed up at the emergency room on the date of this reported with redness and swelling. The physician decided to take him to the operating room to open the chest site and washout and they explanted the patient¿s implantable neurostimulator (ins) and extension. It was determined the patient had a staph infection at the left ins site. The event was possibly related to the implant procedure and resulted in in-patient hospitalization. The patient had a post-operation appointment on (B)(6) 2015 and re-implantation would be discussed at that time. The event was ongoing.

Event description:
Additional information received reported both extensions were explanted on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported symptoms included swelling of the left chest site, leukoyteosis, elevated erythrocyte sedimentation rate (esr), "CPR", and pain at the chest site. A computerized tomography (CT) scan with contrast was done and the results were asymmetric increased stranding within the subcutaneous fat around the inferolateral left chest wall was suspicious of cellulitis. There was light growth of staphylococcus aureus. The patient had a follow-up visit scheduled for september.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0nk51, implanted: 2015-(B)(6), product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).